Manufacturer narrative:
Correction: UDI number updated (B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a door sidewall switch was replaced allowing the system to re-home when pressing the m button. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system would not rehome when pressing the m button. Rebooting the system multiple times did not resolve the issue. There was no patient present at the time of the issue.